Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. Caller stated that the cause of death was a car accident. Caller stated that the customer was very sick with high blood glucose between 300, 400 mg/dl. Caller stated that the customer was driving at the time of the accident and he was killed instantly in the car accident. Nothing further was reported.